Manufacturer narrative:
Further investigation was performed on patient samples 1 & 3. No interfering factors were identified in the samples for these patients. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods used. A specific root cause could not be identified.

Manufacturer narrative:
Facility name continued - (B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned 3 patients tested for elecsys ft4 ii assay (ft4 ii), thyrotropin (tsh) and free triiodothyronine (ft3). Based on the data provided, all 3 patients had erroneous results for ft4 ii, tsh or ft3. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for the patient results and other patients gender and age. No adverse event occurred. The e602 analyzer serial number was not provided. The customer tested the 3 samples and did not detect heterophile antibodies in the patient samples.

Manufacturer narrative:
The patient samples were submitted for investigation. Investigation of patient samples 1 & 3 is ongoing. An interfering factor to the ruthenium-label was identified in patient sample 2. The reagent used to perform the tests contains ruthenium. This specific interference is addressed in product labeling.